Event description:
It was reported that the screen of subject device becomes noised. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported screen becomes noisy is due to the scope connector being immersed in liquid. Olympus will continue to monitor field performance for this device.